Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was the battery was not holding a charge, which could cause the front panel lights not to illuminate upon start up, which may have been the reason for the reported issue of a "broken" display. However, the display itself did not have a malfunction, so the original complaint issue was not confirmed.

Event description:
Dealer is stating that the unit has a broken display.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer is stating that the unit has a broken display.